Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) checked the valve detergent, the vacuum tank, and the diaphragm. He found that the valve detergent was heavily encrusted and leaking. He replaced the valve detergent, and the diaphragm. He also checked the rinse tubes and the washing volume, and they were within specifications. Tests were performed with successful results. The instrument was confirmed to be performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was due to a leaking valve (component failure).

Event description:
We received an allegation of questionable sodium electrode results for 2 patients' samples tested on a cobas 6000 c501 module. Sample 1: initial result: 94 mmol/l. Repeat result: 140 mmol/l. Sample 2: initial result: 82 mmol/l. Repeat result: 140 mmol/l. The initial results did not pass the internal validation, prompting the repeat of the sample. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.